Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, a 33 test, excessive no delivery test and dat test. The stop current and run current measurement tests are within specifications. The insulin pump also passed self test, off no power alarm test and a 21 error test. There was no under or over delivery anomaly during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. There was no unexpected no delivery alarm. The insulin pump had an intermittent button response on the act button due to flattened dome switch. The keypad connector was locked properly and there was no insulin odor in the reservoir compartment. The electronic assembly and motor did not have moisture damage. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he experienced high blood glucose level and was hospitalized on (B)(6) 2018 with blood glucose level of 384 mg/dl. The customer¿s blood glucose level at the time of the incident and the current blood glucose level was unknown. The customer was treated with manual injections for high blood glucose level. The customer also is often hospitalized due to congestive heart failure. The customer was treated with insulin drip at the hospital. The customer alleges that the insulin pump was under delivering as the reservoir insulin volume did not change overnight. The customer states that the drive support cap appears to be normal. The product will be returned for analysis.